Manufacturer narrative:
Results: the ace68 had kinks approximately 29.0, 53.5, 84.5, 113.0, 115.0, 117.5 ¿ 119.5, 122.5 ¿ 123.0, 131.0, 131.5 and 132.0 cm from the hub. There was no evidence of ballooning of the catheter. Conclusions: evaluation of the returned ace68 confirmed kinks along the distal shaft. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the ace68 was advanced through a demonstration neuron max without an issue. The root cause of resistance during the procedure could not be determined. Further evaluation revealed additional kinks along the device. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section is being updated based on additional information received: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance when tracking the ace68 through the neuron max to the target location. Therefore, the ace68 was removed from the patient. On the back table, the physician observed kinking at the distal tip of the ace68 and while flushing, the distal tip expanded. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance when tracking the ace68 to the target location. Therefore, the ace68 was removed and observed to be kinked at the distal tip. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.